Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage past stopper on the syringe for hazardous medicaments.

Manufacturer narrative:
H.6. Investigation summary: 550 sealed samples were returned to our quality team for investigation. All samples were visually inspected, damage was noted on the barrel of 31 samples that were received. Through additional evaluation, it was noted that the stopper became distorted against the barrel wall when moving across that damaged point, creating a leakage such as the one reported. A device history review was performed for the reported lot 1906007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Conclusion: while we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. The appropriate personnel have been notified and we will continue to track any future occurrences. H3 other text : see section h.10.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found experiencing leakage during use. The following has been provided by the initial reporter: leakage past stopper on the syringe for hazardous medicaments.